Manufacturer narrative:
Zoll has received the thermogard console for evaluation. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the user was unable to power the thermogard console (B)(4) on. The user stated that the console's display panel screen remains dark. The issue occurred prior to patient use. The user used another console for the patient's treatment. No known impact or patient consequence was reported.